Manufacturer narrative:
Supplemental medical device report (smdr) # 02 is being filed as it was determined that manufacturer report number 1644019-2021-00078, was duplicate to manufacturer report number 1644019-2021-00052. Additional information received will be provided under manufacturer report number 1644019-2021-00052. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that leakage occurred from a valved trocar during surgery. The surgery was completed after replacing the product with another one. The sample is not available because it was used on a patient with an infection and discarded. There's no patient harm.